Event description:
Slc55b dlu was placed on the flexshaft and calibrated. As the slc55b dlu jaws closed down on the tissue, it seemed difficult to close as the jaws go closer together. Once the fire button was pressed, a grinding noise was heard from the dlu. The dlu jaws did not open up automatically like it normally does and after a few seconds the pc read "firing incomplete". The the remote "open" button was pressed to release the jaws from the tissue. The tissue had been transected less than half way the length of the stapler, many of the staples were not completely formed and there was an incomplete row on one side of the cut line.